Event description:
The malibu screw driver "hex tip broken off." The distributor reported that the broken tip was noticed after processing, he was not sure when it broke, and he said he was "uncertain if the tip broke during surgery." There was no reported patient injury or delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.